Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced malposition of device and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient weight was 234 lbs and age was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is inconclusive for filter tilt and difficult to remove as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3, h6(method, conclusion). H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove and malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced and malposition of device and was difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.